Event description:
It was reported by service report that the head end jack was drifting. There was pt cot would not lock into position. The service tech was unable to duplicate the alleged event. No pt involvement or adverse consequences are reported.